Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for follow up in clinic with bradycardia. Upon interrogation, it was noted that right ventricular lead exhibited noise oversensing and pacing inhibition. No intervention was performed. The patient was stable.